Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the patient is highly reactive to nickel, which is found in the femoral component and the reason for the joint failure.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed tibia tray, cat#: 42532007901, lot#: 62222406; persona cruciate retaining femoral, cat#: 42502606801, lot#: 62455480; persona all polyethylene patella, cat#: 42540200041, lot#: 62224786; palacos bone cement, cat#: 00111314001, lot#: 77294367. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00626, 0001822565-2017-06899, 0002648920-2017-00627. Remains implanted.

Event description:
It was reported that the patient is experiencing pain and swelling in the knee. Fluid has been aspirated twice and the synovial fluid was found to not contain crystals. Attempts have been made and no further information has been provided.